Event description:
Complainant alleged that while attempting to monitor a 50-year-old male patient, the device failed to discharge, a loud pop noise was heard, an spark was seen from the device, and the screen turned completely green and was illegible. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Medical device problem code-1183. Zoll medical corporation evaluated the device and returned electrodes for the report of unable to discharge, popping sound, and sparked. The device was put through extensive testing including defibrillation cycling, impedance, and bench handling without duplicating any malfunction to the device. The two sets of pads (pro-padz radiolucent solid gel and 3rd party pads) were examined and observed large amounts of hair on the tin along with discoloration. The discoloration is evidence that sparking had occurred related to poor coupling. Additionally, the amount of hair on the pads would suggest that patient preparation may have been a contributing factor to pad to patient coupling of the electrodes. This is further supported by the log review. The log showed the device is charged but is in a defib lead fault state twice before being able to discharge on the third attempt. A defib lead fault indicates an invalid patient impedance but was ultimately achieved based on the delivery of therapy on the third shock attempt. The customer's report of the screen turned completely green was not replicated or confirmed after extensive testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.